Event description:
New information received indicates that the device was eventually able to pair upon interrogation. No additional intervention was necessary. No patient consequences were reported.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a suspected bluetooth malfunction. No intervention was performed. The patient condition was unknown.